Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe was not working properly after the procedure. There was no delay in the procedure as a result of this event. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that the front bezel was broken on the lower left corner. The front bezel has been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.